Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation, an intellamap orion catheter, farawave ablation catheter, versacross connect access solution, and inquire guidewire were selected for use. Prior to the start of the procedure, intracardiac echocardiography (ice) images were obtained to assess for a pre-existing pericardial effusion. However, the image quality was poor and the assessment was inconclusive. The procedure was completed. Following the procedure, a pericardial effusion was observed on ice imaging while the patient remained on the procedure table. A paracentesis procedure was performed, and approximately 150 cc of fluid was drained. An echocardiogram performed the following day confirmed that the patient was stable and had fully recovered. The patient was discharged. According to the physician, the cause of the event could not be determined. The physician further stated that the boston scientific devices were not responsible for the event and did not contribute to its occurrence.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.